Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that in the last 2 weeks, they started feeling their symptoms coming back again. Patient was able to access their therapy on the call and noted that their therapy was off, so they turned it on and increased the stimulation to 0.6. Patient confirmed that the ins was working now because they felt the stimulations. Patient mentioned they were not sure how the ins turned off and they were not able to confirm it was off until today since they were unable to access their therapy. Patient will monitor their symptoms now that they were able to access their therapy and turn their therapy on. Patient stated that they had the ins implant for urinary and fecal incontinence. Patient stated that it took them awhile to call for assistance because they thought the return of symptom s was because of their change in dietary intake. Agent reviewed and patient will monitor their symptoms moving forward.